Event description:
During a creation of a left arteriovenous radial and cephalic fistula, the pt desaturated and rhythm changed to ventricular fibrillation. Resuscitation was initiated and then stopped per request of family. Pt was a do not resuscitate prior to the procedure. During this procedure electrocautery was used. The pt had an internal cardiac defibrillator (ICD) and no precautionary measures were implemented prior to surgery.

Event description:
Add'l info rec'd from MFR 05/09/2001: the implantable cardioverter defibrillator (ICD), model 1786 was not returned for analysis. The ICD was implanted from 1998 until 2001; total implant duration was 24.6 months.